Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to boot up. Upon functional testing, the fse found that the power supply unit was defective. To resolve the issue the fse replaced the power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.